Manufacturer narrative:
All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on(B)(6) 2018 with trace to stage 1 diffuse lemellar keratitis (dlk). The topical steroid dosage was increased. There was no report of the patient having no loss of best corrected visual acuity (bcva). The clinic also reported there is continued construction in the building.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson and johnson surgical vision has been submitted.